Event description:
It was reported that the ventilator began to smoke while in use on apt. The pt was disconnected and ventilated in accordance with the facility policy. The pt was not harmed as a result of this event.